Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) was found outside the cannula prior to use on the patient. The product was opened but not used on the patient. Hemostasis was achieved by using another mynxgrip device. There was no reported patient injury. The sealant sleeve was out of position and exposed in the package. Additional event details were requested; however, not provided. The device was returned for evaluation, and the results revealed a leak in the balloon.

Manufacturer narrative:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) was found outside the cannula prior to use on the patient. The product was opened but not used on the patient. Hemostasis was achieved by using another mynxgrip device. There was no reported patient injury. The sealant sleeve was out of position and exposed in the package. Additional event details were requested; however, not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged with the black handle. The syringe and procedure sheath were not returned for evaluation. The stopcock was found open. Additionally, the advancer tube and the sealant were observed exposed in the shaft of the received device. The balloon was also found fully deflated. No other anomalies were observed during the visual inspection. Leak testing was performed on the balloon of the returned device as per the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. High-magnification visual inspection confirmed the presence of a longitudinal tear in the balloon of the returned device, as previously identified during the functional analysis. The reported event of ¿sealant sealant exposed prior to use access site not lost¿ was observed through analysis of the returned device since the device was received with the advancer tube and sealant on the shaft of the device, with the shuttle engaged with the black handle. In addition, the observed event of ¿balloon balloon loss of pressure¿ was evaluated as functional analysis revealed a leak in the balloon of the returned device. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.